Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A field service engineer confirmed that the cubie issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system cubie pocket was not opening nor releasing just getting the requires maintenance error. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction and they managed to get meds from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b3: corrected the date of event. Section b4: corrected the date of this report. Section g3: corrected the date received by manufacturer. Submitted the MDR 2016493-2025-00193 on jan 08, 2025, because we already attempted to submit the same MDR 2016493-2025-00193 on jan 03, 2025, for which (B)(6) was successful but (B)(6) failed due to an error in section e1 regarding the initial reporter details.